Event description:
Battery was reported to be depleting faster along with issues regarding charging and damage to the charging port. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support and was noted to be out of warranty, currently in the process of renewing.